Event description:
The user facility reported that the deployment of the angio-seal device during the procedure went great. The patient experienced an allergy to bovine and had complained of itching and discomfort. The procedure performed was a percutaneous coronary intervention (pci). The doctors were going to open another angio-seal and place collagen on the outside of the skin to see if the patient felt the same discomfort. There was no patient injury/medical or surgical intervention required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred post-operative. Additional information was received on 19 jan 2024: the doctor and patient decided not to open an additional angio-seal. The patient started having symptoms soon after deployment of the angio-seal. The lab used a tegaderm to dress the puncture site on the skin.

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: (B)(6). The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for an allergic reaction. The exact root cause cannot be determined. The likely cause was determined to have been an allergic reaction due to the angio-seal or tegaderm which was used. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 19 feb 2024: the angio-seal that caused the allergic reaction was not removed from the patient.